Event description:
Resistance was felt within the mass transit with the guidewire. The dr pushed against the resistance and the mass transit catheter was servered. The distal section of the catheter detached inside the pt and was retreived using a snare.